Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2021. It was reported that during the procedure, the clip would not deploy despite attempting to deploy using handle. The clip was removed, and the procedure was completed with another resolution 360 ultra clip device. No patient complications have been reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.